Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the reported clinical observation does not indicate a potential manufacturing issue. No product performance allegations were received, and no adverse patient effects were reported. Based on historical data, this type of failed repair is likely due to patient anatomy, as the decision was made to implant a bioprosthetic valve.

Event description:
Medtronic received information that during the implant procedure of this annuloplasty ring, this ring was explanted and replaced with a medtronic bioprosthetic valve because the surgeon could not complete an acceptable repair with the annuloplasty ring. No product performance allegations were received, and no adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).